Event description:
Device 2 of 2; reference MFR report # 3006705815-2019-00940. It was reported that patient was not receiving adequate therapy following a fall. After multiple reprogramming attempts, x-rays were taken which showed lead migration on both leads. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced. Therapy was reportedly restored postoperatively.

Event description:
Device 2 of 2. Reference MFR report # 3006705815-2019-00940.